Event description:
Following the information provided the customer complained that the patient sustained deep tissue injury, that possibly developed to unstageable ulcer, during use of arjo dvt calf garment in conjuction with flowtron pump. The injury was assessed by arjo clinical specialist as serious. The customer applied foam dressings to the patient's limb as part of medical intervention and consulted wound care.

Manufacturer narrative:
The investigation is in progress. The information was passed to the manufacturer. The conclusions will be provided within manufacturer's follow-up report 3007420694-2022-00062 once the investigation is completed.